Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The initial reporter¿s phone number is (B)(6).

Event description:
The distributor contact heartsine to report that their device was no longer turning on. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Event description:
The distributor contacted heartsine to report that their device was no longer turning on. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device could not be powered on. This fault was attributed to corrosion of the membrane tail. The corrosion on the membrane tail would suggest that the device had been stored outside of the indicated conditions, although this could not be verified by other means. The device was scrapped by heartsine and the customer was provided with a replacement device.